Event description:
Doctor completing embolectomy of vascular graft in arm. Two different balloons were used, same outcome. Balloons were inflated with appropriate amount of fluid (0.75cc-3cc syringe used). Both balloons were passed through the graft several times before rupturing. Fluid and suction contents examined for balloon particles. Only one small portion found. Doctor occluded graft and inserted second vascular access graft. Both products were within their usable lifespan (not outdated).